Event description:
It was reported the system displayed a gray image and an overload fault. It is likely the gray like images were attributed to arcing. An overload fault will result in a system shutdown situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.